Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed failure to capture. T waves were not visible after some ventricular pacing complexes. An in-person threshold test was recommended. The rv automatic threshold test has been failing for several days due to mode switches and low evoke response. The rv lead has been explanted and no information was received from the field representative on device return. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed failure to capture. T waves were not visible after some ventricular pacing complexes. An in-person threshold test was recommended. The rv automatic threshold test has been failing for several days due to mode switches and low evoke response. The rv lead remains in service. No adverse patient effects were reported.